Event description:
It was reported that the right atrial lead experienced atrial undersensing. The report showed "noisy" and no atrial sensing markers seen and no p-wave measurement. It was also unable to confirm atrial capture. The settings for the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.